Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was in the hospital for unrelated reasons and reported feeling tingling and believed they had received a shock the previous week. Upon review, this patient had no treated or untreated episodes stored. Upon lifting their arm there was some noise in both primary and secondary vector that was correctly marked. This s-ICD did not appear to be moving. Technical services (ts) suggested a posture assessment however the field representative was unable to do this at this time. Additional information was received approximately four years later in which this patient received an inappropriate shock due to oversensed noise. Ts recommended to obtain x rays and walked the health care professional (hcp) thought programming secondary vector. This s-ICD remains in service. No adverse patient effects were reported.